Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a surgical procedure, the operating room nurse (ibode) catheterized the patient. Upon attempting to inflate the foley catheter balloon, an obstruction was encountered after 3 ml; further inflation was impossible. A decision was made to replace the urinary catheter. It was also impossible to deflate the balloon. The catheter was removed with the balloon inflated to 3 ml, posing a risk of urethral trauma. Unfortunately, the device in question is unavailable for analysis by the pharmacy department as it was not retained. They used of a second ch16 closed urinary drainage system. Per follow up information received via rcc on (B)(6) 2026, stated that patient was not harmed.